Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incomplete cut (the cut was ninety eight percent done not hundred percent), used intervention (manually cut the remaining part of the side cut) in the right eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. During technical onsite visit, field service engineer (fse) could not replicate reported event. Fse performed scan run of the z scanner with auto calibration and check of the different flap cuts; fse confirmed calibration was in specifications and tested several flap cuts, and these were in specification as well. Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stable during the whole day. Logfiles show five successfully performed treatments. The reported treatment could be identified in the logfile. The treatment for the patient´s right eye was aborted by the laser during the side cut. Treatment was only ninety eight percent complete. The laser showed the info message: scanner interlock activated\n\npress ok and follow instructions.\nfinally, turn key switch to off and call service! No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. After that the user shut down the laser. After restarting the laser, the vacuum check, the energy check and the ablation check were performed successfully without issue. Device meets specifications as per sir (service installation record). Root cause could not be confirmed conclusively. The manufacturer internal reference number is: (B)(4).